Manufacturer narrative:
The device sp14003 has been inspected for investigation purpose. The tests performed confirmed that the device was functional and the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4). This report was submitted reported on (B)(6) 2017. As part our internal procedure the submission status was verified and appeared to be failed. For this reason this MDR is resubmitted.

Event description:
It has been reported that during a surgery, the robot arm was non-functional. A collision with the patient occurred in cooperative mode. A surgery delay has been reported < 30 minutes.